Event description:
One hr into a procedure, a malfunction error code appeared on the unit's display. The device was replaced with a second unit and the case was continued. Pt was not affected by the incident. Unit was used for cardioplegia.